Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the white blood count (wbc) results obtained on the coulter lh 500 instrument on (B)(6) 2012 from two (2) patients were inconsistent when compared to results obtained from previous days. The erroneous results were reported out of the laboratory. Patient 1 was rerun and patient 2 was redrawn after the physician questioned the results. Review of the data confirmed that wbc results (initial and rerun) obtained on (B)(6) 2012 for patient 1 were higher than previous wbc results obtained on (B)(6) 2012 and (B)(6) 2012. There were no instrument-generated flags for the wbc parameter. Additionally, lower results were noted on the red blood count (rbc), hemoglobin (hgb), and hematocrit (hct) parameters, with no instrument-generated flags. In addition, the wbc and mean platelet volume (mpv) results for patient 2 on (B)(6) 2012 were higher than previous results ((B)(6) 2012), but with instrument generated flags. Upon redraw of the patient on the same day, lower wbc and mpv results were obtained further demonstrating the inconsistency, with no instrument generated flags. The results provided by the customer are shown in the attachment section of this report. There was no death, injury, or affect to patient treatment.

Manufacturer narrative:
The customer indicated that the results obtained prior to this event were considered to be correct. The customer believed that the erroneous results obtained on (B)(6) 2012 occurred as a consequence of technical error and/or sample integrity issue (short draw), but has not been able to confirm this. A bec field service engineer (fse) was dispatched on (B)(4) 2012 and performed a verification inspection procedure (vip) of wbc performance. The fse observed both wbc and rbc dispensers for leaks and air presentation, but none where detected. The fse also disassembled and cleaned the blood sampling valve (bsv). Reproducibility was performed in both open vial and closed vial modes. No notable problems were found with unit performance. Failure mode: unknown. Verification inspection procedure was performed to verify performance. As per product labeling: beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive messages, suspect messages, parameter codes, delta checks and decision rules. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.